Manufacturer narrative:
March 12, 2025, final report: philips investigated this complaint. According to the additional information collected, the procedure was completed by moving patients to another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, the fse found that the geometry module panel protective frame was broken and the buttons on the module could not move. The fse replaced the geometry module and returned the defective module for analysis. The analysis determined that the joystick for table movement was defective, a button was missing or broken off, and the geometry module was bent. After the replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the table height movement was not available, and the patient was moved to another room. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.